Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325645. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the heparin cap was not returned with the affected sample, preventing leakage testing on the device. Leakage testing on retention samples from the same lot however, found no additional occurrences or other related issues. Based on there results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The initial reporter provided the following information: on the second day, when the nurse performed the tubing closed operation after the infusion, found the rubber at the top of the heparin cap suddenly fell off during the tubing closed operation process. There is a leaking liquid, but it does not cause harm to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The initial reporter provided the following information: on the second day, when the nurse performed the tubing closed operation after the infusion, found the rubber at the top of the heparin cap suddenly fell off during the tubing closed operation process. There is a leaking liquid, but it does not cause harm to the patient.